Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. Stenosis of the left subclavian vein was observed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.